Event description:
The medline reprocessing harmonic was described as a flimsy product. The shaft moves and is not sturdy. The tip also has a rough surface that is catching and tearing tissue. Difficult to use. No patient harm. Ethicon is the OEM [original equipment manufacturer].